Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a moderately tortuous and non-calcified mid left anterior descending (lad) artery. The physician advanced the 2.0mm x 8.0mm apex balloon catheter to post dilate a non-bsc stent. Upon the first inflation the balloon was inflated to 12atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned apex balloon catheter identified a large build up of solidified blood inside the inflation lumen and balloon. A kink was identified in the distal extrusion, located 7mm distal to the port. Several attempts were made to inflate the balloon however were unsuccessful. The device was immersed in hot water, in an attempt to dissolve the solidified contrast media. Additional attempts to inflate the balloon were unsuccessful. Microscopic examination of the balloon and balloon material did not identify any tears or holes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a moderately tortuous and non-calcified mid left anterior descending (lad) artery. The physician advanced the 2.0mm x 8.0mm apex balloon catheter to post dilate a non-bsc stent. Upon the first inflation the balloon was inflated to 12atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.